Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for ca2 calcium gen.2, ureal urea/bun, and creatinine for one patient sample. The initial bun results were 105 mg/dl with a data flag and 105 mg/dl with a data flag. The initial calcium results were 5.8 mg/dl with a data flag and 5.9 mg/dl with a data flag. The initial creatinine result was 2.48 mg/dl. The customer stated that results for bun for and calcium were considered to be at critical levels and reported to the physician¿s office. The physician requested that the patient go to the emergency room and be redrawn. A new sample was drawn from the patient in the emergency room and the results were drastically lower. The customer could not provide specific data. The original sample was then retested and the bun result was 23 mg/dl, the calcium result was 9.6 mg/dl, and the creatinine result was 0.89 mg/dl. The patient was released from the emergency room after the correct results were provided. The patient received no medication, hospitalization, or medical intervention. No adverse event was reported. No other patient results were affected. The bun reagent lot number was 177827. The expiration date was provided as "5/2017." The calcium reagent lot number was 16787301. The expiration date was provided as "10/31/2017." The creatinine reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He performed a mechanism check and found the system was operating per specifications. The customer ran qc which passed qc. Precision testing was performed which passed. Based on the available data, a specific root cause could not be determined. Additional information for further investigation was requested, but was not provided. Mis-sampling of the patient sample was possible as the customer did not use the recommended sample tube rack adapters which may have allowed the sample tube to lean in the rack.